Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, the customer loaded a new cartridge and was ultimately able to clear the alarm and resume insulin therapy. Additionally, it was reported that multiple occlusions occurred. Customer's blood glucose level was 342 mg/dl. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.